Event description:
Same as manufacture# 6000093-2005-01159. It was reported by the pt's spouse that three weeks after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successflly had two taxus express2 drug eluting stents implanted in the right coronary artery (rca). Two weeks later the pt has been complaining of itchiness and bloddy diarrhea. It is noted that after changing the pt's medications he no longer has itchiness. In addition, the physician is continuing to change the pt's medications to treat his bloody diarrhea. Pt is currently at home in stable condition.